Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse of a customer indicated via phone call of unexplained high blood glucose of 464 mg/dl and is currently hospitalized. Troubleshooting assisted nurse to change the meter. Nurse indicated that the customer would call back.